Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to communicate with their ipg due to the ipg being inverted. This was confirmed by a manufacturer representative with an error message stating "generator problem, unable to connect to generator." In turn, surgical intervention may take place to address the issue.